Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter systems had foreign matter on the needles and at the junction of the catheter and cannula.

Event description:
It was reported that bd intima-ii¿ closed IV catheter systems had foreign matter on the needles and at the junction of the catheter and cannula.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility, a device history record review was conducted for lot number 5322449. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this lot of intima ii was manufactured december 2015; this is one of two instances of a needle piercing the catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Investigation conclusion: through the visual evaluation of the device returned by the facility, bd engineers were able to determine the root cause for the event experienced by the facility. Close observation of the tip of the cannula show that this lot was manufactured prior to a redesign of the cannula tip. The cannula tip in this device extends to the edge of the cannula wall, allowing for the tip to catch during insertion into the catheter. The new cannula tip is closer to the center with a guide angle to ease the catheter away from the tip of the cannula during insertion. Additionally the foreign material observed on the samples, was identified through composition testing. As per request, ftir analysis was completed on the material observed on the cannula. A small portion of the material was removed from the sample and prepared for ftir analysis. The spectral analysis shows that this material is most likely ethylene bis stearamide mixed with silicone. This material has several uses including as a release agent and lubricant. Silicone is used during the manufacturing process as a lubricant to reduce resistance during insertion of the device. During the manual application of the silicone, it is occasionally possible for excess amounts of silicone to be applied. To combat this issue we have retrained staff on the appropriate application of the lubricant. Root cause description: close observation of the tip of the cannula show that this lot was manufactured prior to a redesign of the cannula tip. During the manual application of the silicone, it is occasionally possible for excess amounts of silicone to be applied. Rationale: bd will continue to track and trend for this issue.